Event description:
The user encountered difficulty inserting a suction tube through the endotracheal tube while in situ. No lasting incident-related medical sequelae were reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.